Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The customer's pharmacist complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was not provided. This medwatch will cover an unknown test strip lot. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 29415111. On (B)(6) 2018 the result from the meter with an unknown test strip lot was 3.8 inr and the result from the laboratory was 2.9 inr. On (B)(6) 2018 the result from the meter with an unknown test strip lot was 4.0 inr and the result from the laboratory was 3.0 inr. On (B)(6) 2019 the result from the meter with test strip lot 29415111 was 3.9 inr and the result from the laboratory was 2.7 inr. There was no allegation of an adverse event.

Manufacturer narrative:
The customer did not return any materials for investigation. Corresponding retention test strips were tested in comparison to the masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.